Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 01 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value: on (B)(6) 2025 at 9:26 am 141 mg/dl 277 mg/dl. Due to instability, the sensor retired early and a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior resulting in early sensor retirement. The system triggered an "early sensor replacement" alert on (B)(6) 2025, day 109 after insertion. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation. A further review of the in-vivo sensor data from dms showed a steady decline in the sensor performance because of the chemical degradation. This is indicative of the oxidation of the sensor's chemical component (hydrogel). The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The user was offered a sensor replacement as a resolution. B4. Date of this report: 29 sept 2025. G3. Date received by the manufacturer? 29 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.